Manufacturer narrative:
(B)(4). Date sent: 9/8/2025. Corrected data: b1, b2, h1. Additional information was requested, and the following was obtained: . Is the current patient status known? Stable, with antibiotics, the patient was discharged from the hospital. 2. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? He had to undergo further surgery to stop intestinal collections (accumulation of fluid or pus within the cavity). This second procedure has no further evidence to blame the device. This is the same reason why this report is urgently requested, to identify whether the device could have been a contributing factor.

Manufacturer narrative:
(B)(4). Date sent 9/4/2025. D4 batch # 436d46. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples; a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. No anvil, closing or adjusting knob issues were noted at any time during the analysis. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although the cause of the reported incident could not be determined, proper use of the proximate ils circular staplers is important to ensure functionality. For more information, please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 436d46, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 9/2/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 8/21/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colectomy the device doesn't close completely; the locking handle keeps turning. When the device is removed from the patient's interior, the anvil falls out without being pulled. There was no surgical delay. The procedure was successfully completed.

Manufacturer narrative:
(B)(4) date sent 9/3/2025 corrected data d4: UDI#.